Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump rejected brand new batteries, had to get another battery to work and at times during prime insulin was shooting out from infusion set rather than slow drip. Blood glucose level of the customer was unknown. The insulin pump will not be returned for the analysis.